Event description:
On (B)(4) 2014 the lay user/patient in (B)(4) contacted lifescan to report the onetouch verio iq meter was reading blood samples as control results. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. Since (B)(4) 2014 the patient noted the reported meter would intermittently read a blood sample as a control result. The patient obtained the reading of 16.6 mmol/l, marked as a control solution test result. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient noted she took the action of taking a dose of insulin after obtaining this reading. The patient did not seek any medical attention. Troubleshooting revealed the patient¿s test strips and testing technique were correct; the issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (09/11/2014), the lay user/patient¿s meter has been returned on 08/12/2014 and evaluated by lifescan product analysis on 09/09/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (09/25/2014). The patient¿s test strips have been returned on 8/18/2014 and evaluated by lifescan product analysis on 9/16/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.